Event description:
It was reported that on the day of implant, three asystole episodes were recorded. Two episodes appears to be real and one did not appear to be real. The patient was noted to be asymptomatic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).